Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type ia endoleak. The event is most likely anatomy related (thickened calcification at the level of the first sealing ring). Procedure related harms for this complaint could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system and an additional ovation ix iliac limb, were implanted to treat an abdominal aortic aneurysm. At the conclusion of the case an intraoperative type ia endoleak was identified. Patient is reported to be doing fine post-op and will be monitored.